Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reported that the pump was loose in the bed at the time of alarm. Customer's blood glucose level was 234 mg/dl. Reportedly, the customer was able to successfully clear the occlusion and resume insulin therapy.